Event description:
Equipamento não inicializa. It has been reported that the equipment did not start. The system was not in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system does not start. The rse performed the troubleshooting and found that the no image appeared on the monitor, rse checked and suggested to reconnect the hds of the host pc and ippc as a trouble shooting action. After repaired action, system was returned to use in good working order. The codes were updated based on the investigation outcome.